Manufacturer narrative:
Patient information not available from site. Device manufacture date not available at time of this report. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that synergy cranial 2.2 crashed when performing stealth merge. Re-booting allowed the case to proceed. The surgeon completed the procedure with the use of the stealthstation s7 system. The pt outcome was reportedly not impacted.